Event description:
It was reported that during a cholecystectomy procedure when clipping the cystic artery, the device jammed and would not come off the tissue. When the trigger handle was squeezed to pop the device open the artery tore. The surgeon grasped the artery to control the bleeding, closed off the tear with clips, and moved on to complete the case with a second device. No patient consequence was reported.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.